Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons not responding when they first pressed and they stick down when pressed. Customer stated that they experienced mechanical issue that reservoir was not rewinding all the way. Customer stated that insulin pump had grinding noise during rewind. Customer stated that they had to rewind more than once and rewind was slower. Customer stated that battery life diminished from 1st day and some batteries lasting less than 7 days. No harm requiring medical intervention was reported. The device will not be returned for analysis.